Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system displayed a low memory error message in the cranial application software. It was noted that the issue occurred while preparing for a procedure. It was reported that the sagittal image displayed the error and could not be navigated. When the issue occurred, two exams were merged with one object and 4 tracts had been opened. The object was removed, which restored functionality. There was no patient present when this issue was identified. No additional information was provided.